Event description:
It was reported the patient experienced an increase in spasticity and withdrawal symptoms, and a volume discrepancy with the pump was then discovered. The expected residual volume (erv) was 6ml and the actual residual volume (arv) was 20ml. The healthcare provider then tried unsuccessfully to aspirate from the catheter access port (cap), so a catheter occlusion was suspected. The pump and the proximal segment of the catheter were replaced. Patient was doing "ok" receiving medication with new pump. It was found in the pump logs that a motor stall with recovery had also occurred. The pump and catheter were returned for analysis. The medication in the pump was baclofen.

Manufacturer narrative:
Product ID 8731sc, lot# unknown, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported "the patient is ok; he's receiving baclofen with the new pump". It was noted that there were no pump diagnostic tests performed prior to replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no pump anomaly. The pump passed all non-destructive lab testing. There was motor stall and motor stall recovery in the logs. After doing destructive analysis the technician found nothing significant that may cause the motor stall. Final analysis of the catheter found coring-tears-cuts in the catheter/catheter connector seal. There were no leaks seen in the lab and no leak allegation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.